Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I noticed an optical deformation on the outside of the right breast. During the breast ultrasound performed by gynecologist dr. The following finding was found on the right side: prosthesis obscure sonographic representation, capsule rim not consistently visible. With the earliest possible MRI of the breast with silicone-sensitive and silicone suppressed sequences, carried out at the practice rns radiology and nuclear medicine saarlouis (written findings, as well as pictures), I received the following findings that were devastating for me: on the right-hand side there is an image of an intracapsular prosthesis rupture (linguini sign) and small droplets of sodium chloride within the silicone (salad oil sign), as well as a noticeable fact that the silicone in the silicone-suppressed sequences could not be shown completely dark, it is based on a possibly changed chemical composition of the silicone indicated.. Due to the dramatic findings, the possibility of silicone leakage and danger to my life and limb, I had to make an appointment to change the prosthesis as soon as possible" device status unknown.